Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a signal loss occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient had continuous signal loss on both the dexcom app and the omnipod5. The patient also started continuously vomiting and felt very thirsty until the next day. On (B)(6) 2025, when they checked the omnipod controller, it did not register (implying that there was no connection between the dexcom and the omnipod controller). The reporter left his phone (where the cgm app was installed) in the patient¿s room and went to make coffee. When he came back the cgm app was showing high. No finger stick was taken at that time because the patient was still sleeping. The reporter thought that since the reading was only showing as high, the patient was over 400 mg/dl so he entered 400mg/dl to the omnipod controller and the system instructed him to give 8 units of insulin to the patient. After 30 minutes, he checked the omnipod controller and it still did not register anything but his phone picked up the signal however did not confirm what the reading was. He then woke the patient up to prepare for school and they took a bg reading which was 460mg/dl. The patient was treated with a total of 17 units of insulin but he was still hyperglycemia so they decided to take the patient to the hospital where they have a pediatric intensive care unit (picu). The patient was admitted to the picu for 24 hours and diagnosed with diabetic ketoacidosis (dka). There was no information about the treatment administered at the hospital. On (B)(6) 2025, the patient was discharged from the hospital and the grandfather requested their doctor to switched him back from g7 to g6. At the time of the report the patient was fine. Performance data was reviewed. The allegation was confirmed. On (B)(6) 2025, the app experienced signal loss over an hour, but did not deliver signal loss alerts as the alert was disabled. The probable cause was that the alert was disabled which is misuse of the device. No additional patient or event information is available.